Manufacturer narrative:
The reported events of failure to interrogate, and no lv output were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2023. Review of transmissions revealed that the pacemaker could not be interrogated as there was loss of telemetry. It was also noted that there was loss of cardiac pacing on the device. The patient was brought to the hospital for procedure on (B)(6) 2023 where the pacemaker was explanted and replaced. The patient was in stable condition.